Event description:
A report was received that the patient was experiencing difficulty charging her ipg due to weight lost. The patient underwent an ipg revision procedure wherein the pocket was relocated. The patient was doing well postoperatively.